Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: a review of the pump¿s black box revealed a cs 088 service alarm. The pump powered on properly with no alarms. The pump was exercised for 24 hours with no call service alarms received. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.